Manufacturer narrative:
(B)(4). Concomitant products: kne-natural knee ii-femoral-unk lot#unk item#unk, kne-natural knee ii-tibial tray-unk lot#unk item#unk. Initial implant date - unknown date, 2011. The reported event is confirmed through receipt of revision operative notes. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of revision op-notes indicate that the patient was revised due to polyethylene wear of the left knee. The polyethylene was removed and a synovectomy was performed. Ultra congruent polyethylene of 13 mm thickness was implanted. Per the package insert natural knee ii system wear is a known potential adverse effects of the tka procedure. The compatibility check and complaint history search were not performed. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that the patient was revised to address bearing wear. No additional patient consequences were reported.